Event description:
It was reported that the patient with this neurostimulator experienced pain inside their vaginal area when they sit down. The patient attempted to turn their stimulation down, but the pain did not subside. The patient switched their program and then felt comfortable stimulation in their left buttock. It was later reported that the patient's symptoms were worse than baseline. The patient was voiding once per hour and was taking water pills. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.